Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated, and extensive corrosion was found within the rotor assembly. The presence of corrosion and debris can lead to increased friction between rotating components, resulting in heat being generated. The rotor assembly was replaced and additional preventative maintenance was also performed.

Event description:
It was reported that during equipment testing, the drill heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.